Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 19340 was reviewed. No ncs, reworks, or defects were found.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. How severe was the dysphagia/odynophagia before intervention? Occasionally to solids. Did the dysphagia improve after the device was implanted initially? No, worse immediately. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was the device found in the correct position/geometry at the time of removal? Yes. Reason for explant: continuing severe dyshagia. Pre ¿ op testing denoted poor motility.

Event description:
It was reported by the sales rep that an linx explant will take place. The patient diagnosis is dysphagia.